Event description:
It was reported that the patient presented in clinic to revise their right atrial (ra) lead due to loss of atrial capture noted via electrocardiogram (egm) post the initial implant procedure on (B)(6) 2021. A chest x-ray determined the ra lead was dislodged. The patient was asymptomatic. The ra lead was successfully repositioned on (B)(6) 2021. The patient was stable throughout the procedure.